Manufacturer narrative:
Block d.2b; additional applicable product code: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Lot: 7079894. UDI: (B)(4). Product family: scs-lead fixation: brand name: clik x. Upn: m365sc43180. Model: sc-4318. Serial: n/a lot: 33308885. UDI: (B)(4). Product family: scs-ipg-r-MRI. Brand name: wavewriter alpha. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Lot: 751608. UDI: (B)(4).

Event description:
It was reported that high impedances were displayed on two spinal cord stimulation (scs) leads and the patient experienced a loss of stimulation. Despite device programming optimization, the issue did not resolve. X-ray imaging found the leads were bent. Subsequently, the patient underwent a system explant procedure and was recovering postoperatively.

Manufacturer narrative:
Block d.2b; additional applicable product code: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Lot: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Brand name: clik x. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Lot: 33308885. UDI: (B)(4). Product family: scs-ipg-r-MRI. Brand name: wavewriter alpha. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Lot: (B)(6). UDI: (B)(4). The event was confirmed. Technicians identified that the cause of the broken cables was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. The returned lead sc-2317-50, sn: (B)(6) was analyzed and revealed that multiple cables were completely broken at the bent, kinked location of the lead. The bent, kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The returned lead sc-2317-50, sn: (B)(6) was analyzed and revealed that multiple cables were completely broken at the bent, kinked location of the lead. The bent, kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. A product labeling review for the leads identified that the devices were used per the instructions for use (IFU) product label. Additionally, labeling states that system failure, can occur at any time due to random failure of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. The returned clik anchor sc-4318 lot 33308885 passed all tests performed and exhibits normal device characteristics. The returned ipg sc-1232 was received with the proximal ends of the leads still inside the header due to being cut during the explant procedure. The ends were removed to proceed with testing. The ipg was able to charge in one four-hour charge cycle without any anomalies. The functional test and connection to a known good load board both produced impedance results within the expected range. The allegations of frequent ipg charging was confirmed. The ipg was unnecessarily charged frequently and not allowed to deplete much. However, an analysis of the data log revealed that prior to the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU). Therefore, the probable cause of the issues were the failure to follow the instructions. The ipg thermistor was likely triggered due to poor ventilation while charging or poor charger to ipg alignment while charging. The product labeling review was performed for the ipg, and it did not reveal any anomalies. Labeling states that for proper operation, do not use the charger if the ambient temperature is above 35 degrees celsius. The ideal charging distance between the charger and the ipg is between 0.5 to 2 cm. Centering the charger over the stimulator ensures the shortest charging time. The charger will beep as it searches for the ipg and will stop beeping when it is aligned with the ipg.

Event description:
It was reported that high impedances were displayed on two spinal cord stimulation (scs) leads and the patient experienced a loss of stimulation. Despite device programming optimization, the issue did not resolve. X-ray imaging found the leads were bent. Subsequently, the patient underwent a system explant procedure and was recovering postoperatively.